Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure not detected during our testing also, several a47 alarms noted in alarm history due to corrupted history file. No a71 alarms noted. Unable to test for a21 alarm due to motor error alarm. The insulin pump passed displacement, rewind, and basic occlusion tests. The insulin pump has minor scratched lcd window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was malfunctioning since it alarmed motor error and unexpected restart. The motor error alarm occurred during rewind right after the sequence was finished. His blood glucose was 243 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer does use the sensor feature and was unable to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis. Customer wasn't 100 percent sure what other alarm had occurred on the insulin pump but was sure it was an auto-off exceeded alarm.